Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging changes in the ovaries. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in box b: adverse event or product problem as adverse event and outcomes attributed to ae as other which is updated to product problem due to pms decision. Also in box h: device manufacturers, type of reported complaint is selected as product problem and the health impact grid is also updated accordingly.

Manufacturer narrative:
The manufacturer previously reported that in type of reported complaint was selected as product problem which is corrected in this report and selected as serious injury.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging changes in the ovaries. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient has alleged about changes in the ovaries. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.